Manufacturer narrative:
H6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, and instability could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation a patient had left knee replacement surgery on (B)(6) 2011. They underwent left knee revision on (B)(6) 2013, approximately 2 years 7 months after their initial implantation. The patient has reported the following injuries and complications: left knee pain, loss of motion, difficulty ambulating, edema, effusion, swelling, elevated nickel levels in the setting of a patient with a nickel allergy, synovitis, hematoma, fibrosis, component debris suggestive of a polymeric reaction, and unstable left knee. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.